Manufacturer narrative:
A patient's experienced ineffective therapy/ stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-00710. It was reported the patient was experiencing ineffective stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where the lead was replaced with a new one.